Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence due to the device not functioning properly. A replacement surgery was performed, during which the physician suspected that the incontinence was potentially due to the device age and damage to the pressure regulating balloon. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.